Manufacturer narrative:
Block e1: the initial reporter's address 2: (B)(6). Block h6: medical device problem code a1502 captures the reportable event of stent positioning issue. Medical device problem code a150207 captures the reportable event of delivery system difficult to remove. Block h10: a wallstent enteral uncovered stent and delivery system were received for analysis. The stent was received fully deployed. Visual inspection was performed and no damage, kinks or issues were observed. No issues were noted to the stent and delivery system. The reported events of stent positioning issue and delivery system difficult to remove could not be confirmed as these failures occurred during the procedure; therefore, the failures could not be functionally or visually verified. It is most likely that procedural factors encountered during the procedure limited the performance of the device contributing to the difficulty in removing the delivery system. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. Stent misplacement is noted within the labeling as a potential adverse event associated with the use of this device. Therefore, a review and analysis of all available information indicated the most probable cause is known inherent risk of device. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation on (B)(6), 2021 that a wallstent enteral uncovered stent was to be implanted to treat an 8-10cm malignant intestinal stenosis during an enteroscopy with stent placement procedure performed on (B)(6), 2021. Reportedly, the patient's anatomy was not tortuous prior to stent placement. During the procedure, the stent was fully deployed; however, when the delivery system was removed, the stent was dislodged out its correct location. The stent was removed from the patient with forceps and another wallstent enteral stent was implanted to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(6). (B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021, that a wallstent enteral uncovered stent was to be implanted to treat an 8-10cm malignant intestinal stenosis during an enteroscopy with stent placement procedure performed on (B)(6) 2021. Reportedly, the patient's anatomy was not tortuous prior to stent placement. During the procedure, the stent was fully deployed; however, when the delivery system was removed, the stent was dislodged out its correct location. The stent was removed from the patient with forceps and another wallstent enteral stent was implanted to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.